Event description:
The customer reported the steering mechanism was stiff and difficult to manipulate. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The chain adjuster was evaluated and found to be hitting the detent cam. The steering mechanisms and components were lubricated and the link to the detent cam was adjusted onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.